Event description:
It was reported that using a femoral artery access approach during a procedure of the mildly calcified, left anterior descending (lad) by the internal mammary vessel, the 6 fr 90 cm jr4 guide catheter and non-abbott guide wire were advanced and predilatation completed using a 2.0 x 12 mm trek balloon dilatation catheter (bdc). The 2.25 x 18 mm xience xpedition stent delivery system (sds) was advanced and during the first inflation attempt at 12 atmosphere (atm) the balloon ruptured. There was no reported issue with resistance during advancing or removal and there was no dissection. A nc trek bdc was used for post-dilatation with a good result. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: luge; guide cath: 6 fr 90 cm jr4. Evaluation summary: the device was returned for evaluation. The balloon rupture was not confirmed; however, an inner member shaft tear/leak was noted. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.